Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Device: 5568 implantable pacing lead (B)(6) 2013. (B)(4).

Event description:
It was reported that a few hours after the implant, a ventricular sense marker was noted to be late on the twave. An x-ray computed tomography scan revealed a severely enlarged right atrium with the right ventricular (rv) lead in the coronary sinus ostium. The rv lead was repositioned and remains in use. No patient complications have been reported as a result of this event.